Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 140 to mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin and medication to manage diabetes. Blood test performed on (B)(6) 2015 produced results of 542 mg/dl. Customer administered medication and then retested after 15 minutes with blood glucose test result of 80 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/16/2018 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: 339 mg/dl, (B)(6) 2015, 11:19 am; 272 mg/dl, (B)(6) 2015, 10:15 am; 344 mg/dl, (B)(6) 2015, 11:17 pm; 377 mg/dl, (B)(6) 2015, 11:16 pm; 232 mg/dl, (B)(6) 2015, 06:30 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 140 to mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin and medication to manage diabetes. Blood test performed on (B)(6) 2015 produced results of 542 mg/dl. Customer administered medication and then retested after 15 minutes with blood glucose test result of 80 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/16/2018 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.